Manufacturer narrative:
The engineer was advised by siemens factory experts to replace the concerned single tank at this customer site. Further information was requested for investigation. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
While service an arcadis varic system, siemens service engineer identified a gap between a tube and c-arm. Upon closer inspection he determined that the gap appeared due to loose threaded inserts. The engineer fixed the issue by using loctite 496. There are no injuries attributed to the event. The reported event occurred in (B)(6).